Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 02-020-11-0320 - truliant ps cem fem ps cem right sz 2: 5232250; 02-022-45-2020 - truliant tib fit tray cem sz 2f / 2t: 5099979; 200-07-35 - advanced patella 35mm 3 peg implant: 5258072; 201-78-82 - collar fixation pin 2pk 40mm, quick release: 5249209; 201-78-89 - 3" drill bit, mod. Hex 2 pack: 5221157; 201-78-89 - 3" drill bit, mod. Hex 2 pack: 5221161; 201-78-89 - 3" drill bit, mod. Hex 2 pack: 5221164.

Event description:
As reported by the exactech truliant knee clinical study, the 70 year old male patient had an initial right tka on (B)(6) 2018 and presented with ligament laxity 2 year(s) and 2 month(s) post initial procedure on (B)(6) 2022. The patient complained of pain and instability. Rx'd hinged knee brace for ligament laxity causing slight bilateral opening. The case report form indicates that this event is definitely not related to the device and definitely related to the procedure. The report also indicates that the action of prescribing a hinged knee brace was taken and the outcome was resolved on (B)(6) 2022. Due to clinical study, no devices will be returned for evaluation.

Manufacturer narrative:
B3: occurred in 2022 - specific date unknown. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Instability is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.